Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned to the manufacturer.

Event description:
On 18th april, 2019 maquet sas became aware of an issue with one of the surgical light- powerled. It was stated by technician that the threaded rods securing the anchor to the ceiling slab were unsealed. It caused a major game and wrong positioning of suspension arm. There was no injury reported. However, it was decided to report the issue based on the potential as unsealed ceiling slab might lead to the detachment of the entire lamp configuration and in consequences to an adverse event. Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4), exemption # e2018005. (B)(4). Event date was corrected from (B)(6) 2018 to (B)(6) 2019 and in section 'date received by MFR' from 04/18/2019 to 04/17/2019 due to typo mistake. The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, the threaded rods securing the anchor to the ceiling slab were unsealed. It caused a major slack movement between the parts and wrong positioning of suspension arm. There was no injury reported. However, it was decided to report the issue based on the potential as unsealed ceiling slab might lead to the detachment of the entire lamp configuration and in consequences to and adverse event. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that there wasn¿t any similar issues in the past, therefore the case at hand could be treated as a single, isolated event. Wrong anchorage installation is indicated by our product experts to likely be caused by user error, as according to provided information installation was not performed by getinge representative but it was managed by the customer itself and was not performed according to instruction included in the proper manual. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).